Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Alleged failure: there is a hair inside the product. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be inadequate cleaning process, environmental conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that there was foreign material in the sterile packaging.